Manufacturer narrative:
Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that the spinous clamp tall was defective. The issue was correlated to the distal part of the inner screw and will fall off if too much force is used. No patient was present during the time of the reported incident.

Manufacturer narrative:
The suspect clamp was returned to the manufacturer for evaluation. Visual inspection found that the retainer ring had been removed from the adjacent screw. Resulting the clamp being able to close but not open. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.